Event description:
It was reported that during a stenting treatment procedure, stent damage was noted. A 4.00x20mm liberte bare (mr) was advanced to the proximal right coronary artery, however, the physician was unable to cross the lesion. The physician attempted to retrieve it through the guide catheter, but the proximal edge of the stent was raised, and the stent was caught on the guide catheter. The procedure was completed with a different device. There were no patient complications or injuries reported. The patient status is listed as good.